Event description:
The following report was rec'd from a peritoneal dialysis pt: he has reported leaking from cassette. Noticed the next morning. Will provide 1 sample for examination and that is all. Became ill day after use and believes tubing is to blame. Went for medical treatment for a period of 1 week. The pt's clinic was called for add'l info on the event. In speaking with the nurse, it was learned that the pt had started pd (B)(6) 2009. It was confirmed that the pt was admitted to the hospital on (B)(6) 2010 and discharged 7 days later. The nurse reported he had a "horrible" hospital admission. Reportedly the pt had altered mental status due to uremia. Also, the pd cath had to be removed and the pt was started on hemodialysis. Currently, this pt has rec'd a transplant and is off dialysis. No further records or info regarding this incident has been provided.

Manufacturer narrative:
(B)(4).